Event description:
Dr reported that pt developed infection at implant site. He elected to remove the implant.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review of the lot history of the subject product and it were found to be acceptable per release criteria.